Manufacturer narrative:
Additional information received from the patient stating that the lens moved again several days post- repositioning surgery but this time it did not move as much so corrections with spectacles was possible. Before the repositioning procedure, the sight in the left eye was extremely blurry. However, after the procedure, the patient experiences glare, particularly at night which he did not have prior to the initial surgery. The patient also sees crescent shaped glare while watching tv, and sees halos around traffic signals and car lights making driving difficult. The patient alleges the lens is defective and has been advised that he may need a posterior capsulotomy 6 months or so from now. He is worried that the lens may move again, and may have to be explanted resulting in further complications. He indicates there has been a marked deterioration in his eyesight at night due to the glare, which may be permanent. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens needed to be repositioned in the patient''s left eye; a secondary procedure was required. No additional information was provided.

Manufacturer narrative:
(B)(4). Batch records were reviewed and showed no deviations or non-conformities. Diopter measurement records were verified and shown to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
At an office visit on (B)(6) 2014 patient complains of glare at nite, unable to drive at nite. Visual acuity right eye (od) 20/30; left eye (os) 20/25-3 pin hole no improvement. Os positive for posterior capsular opacification; patient scheduled for yag procedure in (B)(6) 2014. Additional symptoms include: floaters os, itchy eyes family history of retinal detachment. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information received per medical records: on (B)(6) 2013, during the initial examination, the patient complained of cloudy vision in left eye. History of left surgery upper lid in 2010 for ptosis. Psoriasis, hypertension, hypothyroid. Ophthalmic medications: zadiotor. Best corrected va in the left eye was 20/40. The patient preferred to keep his glasses after surgery, and complained of flashes in the left eye, glare while driving and difficulty with computer. On (B)(6) 2013, initial surgery notes: healon and healon gv used as ovd. Once lens was in the eye, it was rotated into position with axis of 90. One suture used to close incision. On (B)(6) 2013, day 1 post op, patient experienced flashing light in the morning for about 15 minutes, and some irritation, no floaters. "Va 20/400 ph to 20/40". The patient was prescribed zymaxid and pred forte (four times a day) for 7 days, and to shield eye at night. On (B)(6) 2013, 4 days post-op, va was blurry. Best corrected visual acuity -0.50 +3.00 x 035 20/20 j1 reposition iol. On (B)(6) 2013, iol (tecnis toric zct400 14.5 diopters) was repositioned 90 degrees. Healon was used to expand capsular bag. Irrigation and aspiration used to remove the remaining viscoelastic from the anterior chamber. On (B)(6) 2013, the patient's "va was 20/200 ph 20/100". Corneal edema was noted. The patient was doing well. On (B)(6) 2013, the patient complained of not being able to see again. On (B)(6) 2013, the patient complained of glare at night and while watching tv. Temporal crescent/ pco (posterior capsule opacification) was noted. At this point, the doctor was considering yag. All pertinent information available to abbott medical optics has been submitted.